Event description:
It was reported that a cartridge alarm occurred during the load process, leading to a high blood glucose display. The specific blood glucose value was unknown. To address the high blood glucose, the customer took a corrective insulin injection using a manual method. Technical support advised the customer on proper cartridge removal during the load process and decided to replace the pump. The customer was also guided on putting the old pump in storage mode and the steps for returning it. A replacement pump with updated software was sent to the customer, who understood all the instructions provided. Customer reverted to an alternative method of insulin therapy.